Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 500 mg/dl. The customer's current blood glucose was 400, mg/dl. He was in the hospital for his throat sugar for about 2 ½ to 3 months. He went into cardiac arrest and pneumonia. Customer said once he came off of his pump his blood glucose returned to normal. Customer also states has had low blood glucose of 30, 40 and 34 mg/dl. He had one in the 50¿s mg/dl that was thursday oct 5, customer said he had 44 mg/dl on friday oct 6. Before that he was at 120 and was just about even until the bg 44 mg/dl, after that he ran high for a few weeks, customer then said he was running high then he hit the lows last week. The customer treated lows with juice or something with sugar, and then eats something like eggs to sustain the customer experienced current blood glucose is 375 mg/dl and this morning it was 82 mg/dl. The insulin pump will not be returned for analysis.